Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) results for eight patients involving the unicel® dxc 600i synchron® access® clinical system. This report is two of three referencing the two patients on the event date noted. The false positive results were released to the hospital and questioned by the patients' physicians. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on the same instrument, generated erratic results. The patients' samples were collected in becton dickinson (bd) serum tubes and centrifuged at 4,000 rpm (rotations per minute) for five minutes at 19 degrees celsius laboratory temperature. The customer indicated high sensitivity (hs) system check failed during system verification. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) removed, inspected and cleaned the analytical unit (au) assembly. The fse replaced the aspirate probes and rebuilt the wash and precision pumps. The fse replaced the peristaltic pump tubing and noted sporadic air in the wash pump. The fse replaced the wash pump and manifold. The fse also replaced the substrate probe and valve due to build-up on probe. The fse performed multiple system checks, high sensitivity (hs) system check and assay precision test. All results passed within specifications. The customer performed quality control (qc) and all results were acceptable. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2014-00223, 2122870-2014-00225.